Event description:
Per the clinic, the patient experienced an infection at the implant site on (B)(6) 2014 and underwent revision surgery to treat the infection (specific date not reported). The issue recurred in (B)(6) 2014 (specific date not reported) and the patient was hospitalised for 15 days and treated with antibiotics (specific date, duration and dosage not reported). It was reported the issue recurred resulting in exposure of the implant (specific date not reported). The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed october 17, 2014.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2014. This report is filed july 2, 2014. Device not yet received by manufacturer.